Event description:
It was reported that the user experienced an overnight low blood glucose to 39 mg/dl after starting ilet the day prior, following a late snack that was likely larger than announced and a delayed response to the ensuing hypoglycemia, with subsequent overtreatment; glucose had also reached 243 mg/dl earlier that night. Symptoms included hyperglycemia and tiredness during the hypoglycemic episode. Outcomes included a low glucose episode requiring self-treatment with oral glucose and education on meal timing, snack size, and proper low treatment. Investigation included review of glucose trends and meal announcements, with troubleshooting and education completed. Investigation of this case revealed that the event was related to incorrect meal size announcement and timing relative to snacks, rather than a device malfunction, with the ilet and oral glucose functioning as intended. It was concluded, based on previously established findings for similar reports, that user-related factors involving meal announcements and hypoglycemia treatment were the cause.